Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 6 years post valve deployment of 23mm sapien xt valve, the patient is reported to be symptomatic with moderate to severe central ai due to fixed leaflet in the sinus.  A CT scan will be performed and the patient will be brought back for a valve in valve procedure.

Manufacturer narrative:
Additional information obtained clarified that the injury previously reported in this MDR against the 23mm sapien xt valve was actually reported under mfgr. Report # 2015691-2019-01406.  As such this MDR was reported in error and a corrected supplemental MDR report is being submitted.  All additional information received pertaining to this injury will be reported as a supplemental MDR report under mfgr.